Event description:
(B)(4). Ever since I have had essure inserted I experience heavy breathing, back problems, ovarian cysts, leg spasms, and very heavy periods with clots along with severe ovarian pains.